Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found the shell was worn from wear at a fold. The component did pass the leak test performed. The balloon and pump did not show any signs of abnormalities and passed the leak testing performed. The balloon also passed the functional testing performed as well. Based on this information, the reported clinical observation of infection is a known inherent risk with the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an infection. The aus was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an infection. The aus was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an infection. The aus was explanted. There were no additional patient complications reported.